Event description:
Livanova deutschland received a report that a 3t heater cooler device displayed an alarm indicating pump 1 is blocked (error e07) during procedure. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in the united states. Through follow-up communication it was learned that the stirrer motor was found defective on the patient circuit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.